Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller freezes up when charging or attempting to unlock the screen. The patient reported that the recharger was getting hot. The patient reported that the recharger cord and the paddle part of the recharger were specifically getting hot. The patient reported that they had pain in the spine. It was reported that the ins was not staying charge as long as expected. It was reported that the ins won't stay charge a whole day, and other times, the ins won't stay charged a day and a half. A replacement rtm was sent to the patient. The patient reported that they received the replacement rtm and li battery pack but they were still having issues. The patient reported that they charged for 1 and half hour and got up to only 90% with the rtm right on the skin. The patient reported that the ins site was getting hot. It was reviewed that the patient follows up with the healthcare professional to address the issue.